Event description:
On the night of (B)(6) 2023 the dexcom g6 kept saying it was "losing the signal/connection" which caused my insulin pump to start malfunctioning. I made multiple attempts to correct the problem but the system was not responding. I began to experience dehydration, I could not get hydrated despite drinking more water, my blood sugar continued to escalate without relief. Next I began to feel very weak, losing control of my body, I began vomiting and experiencing diarrhea. Eventually I had to call the ambulance and was admitted to the hospitalized for a week due to diabetic ketoacidosis. During my admission, multiple tests were completed, I am unable to list them all here.